Manufacturer narrative:
Device evaluation - one driver, 39-rd-0060, was examined with the aid of a 5x loop. The t25 tip of the driver is broken off the driver and was not returned with the main shaft. The break is non-planar and is consistent with a brittle failure. The break appears to have initiated in the t25 drive feature and progressed at an angle down to the shaft. The break in the area around the t25 drive feature has a shiny finish. The shiny finish may be the result of a crack occurring during prior usage that ultimately manifested itself in the subsequent failure. Review of device history record found (B)(4) pieces of lot 33741mm were released for distribution on 06/17/2016 with no deviation or anomalies. Two-year complaint history review found this to be the first report of this nature for the reported lot. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time since the failure does not appear to be due to manufacturing issues, the device usage history (high bending and torsional load) is unknown, the system includes two drivers of standard (common t25 configuration) and a trend for this type of failure was not identified.

Event description:
The lock-screw torque driver was returned from the distributor's office with a broken tip. Details regarding how the tip broke are unknown. It was indicated that the tip was not left in the patient.

Manufacturer narrative:
(B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
The lock-screw torque driver was returned from the distributor's office with a broken tip. Details regarding how the tip broke are unknown at this time.